Event description:
It was reported patient underwent internal fixation of right tibia on (B)(6), 2013. During the procedure, the stabilizing k-wire fractured leaving just under 2cm of wire in patient's tibia. The fractured piece remains in the patient. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown.